Event description:
It was reported that during a coronary procedure of an unspecified vessel the copilot was being used when and air embolism was introduced into the patient and was noted during a contrast injection. It was noted that the patient coded and cardiopulmonary resuscitation (CPR) was given. There was no report of a leak, blood backflow, or issue with the device. The patient was stabilized and the procedure was continued with an xience xpedition stent being implanted and the procedure was completed. The patient 24 hours post procedure was reported as doing fine, however, remains hospitalized. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances associated with the reported lot that could have contributed to this complaint and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.